Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a delivery delay with a replacement adc device. The replacement device was issued as the caregiver had reported the reader would not power on with button press or test strip insertion. Due to delivery delay, the customer did not have reader and experienced hand trembling and a loss of consciousness. Customer was unable to self-treat and was treated with glucose and had insulin pump paused by a health care provider, for a diagnosis of hypoglycemia. Healthcare meter results of 49mg/dl and 72mg/dl were reported. There was no report of death or permanent impairment associated with this event.